Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl, 500mg/dl and 600 mg/dl. The customer reported that while changing the set the ring falls apart sometimes. Customer stated that the metal ring inside does not stay, it pops out. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.